Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a prostyle device using a 6f sheath after an angioplasty procedure. Reportedly, the plunger could not be removed. The physician was able to re-close the lever/ foot and remove the device without issue. A new prostyle device was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported plunger retraction problem could not be confirmed as the returned plunger was removed no resistance noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device observations indicate the plunger was not fully deployed flush with the handle body such that the posterior cuff was not fully blown through the foot pocket. This would subsequently contribute to resistance encountered during plunger retraction consistent with the reported ¿plunger could not be removed¿. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction to h6: medical device problem code 2983 was removed.